Event description:
It was reported that diagnostics revealed high impedances resulting in ineffective therapy. As such, surgical intervention took place wherein the extensions were explanted and replaced to address the issue. Reportedly, issue was resolved post op and effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: health effect clinical cod.